Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient's pump and catheter were revised because the pump had flipped multiple times and the kinking and coiling of the catheter was visible under x-ray. Per the reporter, the patient was a very heavy-set woman and they had a hard time finding a spot that was suitable. In this instance they ended up moving the pump from the back to the front. The patient seemed to recover fine, at subsequent appointments.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed a large seroma over the pump. The patient had had a number of refills performed under fluoroscopy as the pump would often flip over. The patient had had numerous flips of the pump. At a refill close to (B)(6) 2012, there was supposed to be 3 ml of fluid in the pump, but there was actually approximately 18 ml. The pump was looked at under fluoroscopy and the catheter was found to be kinked after the pump being flipped so many times. The patient looked to be in distress as she was only getting a small dose of her medication. The surgical revision was done to secure the pump and revise the catheter as needed. After the revision, the plan was to decrease the pump dose, admit the patient to the hospital for dose titration, and place the patient on a pca (patient-controlled analgesia) pump to allow her dosing to make up for any decrease in medication that she was receiving. For subsequent events see manufacturer's report # 3004209178-2015-07317.

Event description:
Additional information reported the patient never had dilaudid in her pump, only clonidine and morphine sulfate. The patient was given oral dilaudid, but never intrathecally.

Event description:
It was reported that a pump pocket revision occurred on (B)(6) 2012. The reason for the revision was not provided. Patient symptoms and outcome were not provided. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.